Manufacturer narrative:
Product complaint # (B)(4). Batch # t5am2g. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with an ecr60b cartridge fully fired loaded on the device. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device closed and opened without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number t92k0g and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device did not open after firing. Reverse and manual override were attempted. The device was manually/forced off the patient by the surgeon. Case completed with another device of the same product code. There were no patient consequences reported.